Event description:
It was reported to medtronic minimed that the customer noticed that the no home graph on the simplera application. The customer reported no adverse event. The event involved product(s) mmt-8400. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-8400.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using simplera app ver 1.5.3 installed on iphone se ios 18 with sensor was conducted and confirmed that the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that the most likely reason behind this issue is insufficient ram or cpu resources on the device. In such cases, a lack of adequate ram or cpu can lead to application slowdowns or even cause the operating system to terminate the application or bluetooth connection. Issue is unknown to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: please advice the customer to forceclose the simplera app and reopen it and see if that helps. If not please ask them to unpair the sensor in the device bluetooth settings and pair with the sensor again. Helpline confirmed that issue was fixed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.